Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced infusion set tubing detached from connector on(B)(6) 2024.the infusion set has been used for 24 hours. The blood glucose level was 14mmol/l at the time of event.patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.